Event description:
Post coronary artery bypass grafting (CABG), the patient was moved from or to ICU. When trying to turn on temporary dual chamber pacemaker, the staff found that the atrial lead was not working. The atrial lead had to be replaced.